Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received 2 inappropriate shocks on (B)(6) 2020 due to noise. Impedance measured 1500 ohms and there was loss of capture on the rv lead. Should additional information become available, this file will be updated.